Event description:
Customer called and reported the switch cracked and sparked, and shot flames.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, cracked switch case, bent/broken lead, bent/broken thermostat, thermostat discoloration.